Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod for 10 minutes. In addition the pod failed to adhere and reportedly fell off the infusion site (leg), causing the cannula to dislodge. The patient reports the pods cannula was found to be bent.

Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly fully deployed. No kinks or bends were identified on the exposed portion of the soft cannula. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. The automatic glucose control algorithm was able to adapt the suggested insulin appropriately based on estimated glucose values and user inputs. A root cause for the reported dislodged cannula could not be determined. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined.